Event description:
User facility reported that a disposable novasure device would not open inside the uterine cavity and a second disposable device experienced an unsuccessful cavity integrity assessment (cia) test. In 2008, add'l info was received indicating a uterine perforation occurred during this procedure. Eight days later, the physician reported he saw the perforation during a hysteroscopy following the procedure and that he does not know if he perforated with the sound (not a hologic device) or the disposable novasure device. No treatment was needed for the perforation and the patient was discharged home following the ablation. He reported the patient is currently doing "fine".

Manufacturer narrative:
A review of the manufacturing records for the identified lot number and serial number revealed no abnormalities related to the reported information. This device passed final testing prior to release. The lot number was not provided for the second device nor was it returned by the user facility for investigation purposes. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure device. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36) although designed to detect a perforation of the uterine wall it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used).